Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -16.50/2.0/093 (sphere/cylinder/axis) into the patient's right eye (od). Reportedly "lens flipped on initial delivery, and it had to be explanted and the backup was used". Additional info provided: "after upside down delivery, the lens was initially tucked upside down, it was then untucked and explanted, and the backup was used". The lens was implanted, removed and replaced intraoperatively with a back up lens. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.